Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 16941793/16835682.

Event description:
It was reported that the patients ipg was no longer able to hold a charge for an extended period of time. It was also noted that the patients leads had high impedances. The patient underwent a revision procedure wherein the ipg and the leads were replaced. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.